Event description:
The device was implanted for use as a chemotherapy infusion port. Reportedly, the pt stated the port was leaking. The catheter was removed from the right subclavian placed in left subclavian.